Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to normal battery depletion, and when the pump was turned back on the personal profiles disappeared. Tandem technical support was able to confirm that the personal profiles did reappear by the end of the call. Customer's blood glucose level was 372 mg/dl.